Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The product was discarded and not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the reported event was due to procedural factors, the pusher was not fully retracted during the balloon inflation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the commander delivery system balloon burst. The valve was post dilated and implanted successfully. The delivery system was removed without difficulty and there was no impact to the patient. Per medical opinion the balloon burst due to the pusher not being fully retracted during the balloon inflation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The product was discarded and not available for evaluation. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. As the occurrence rate for the complaint event balloon burst did not exceed the monthly control limits a complaint history review was not required. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. It is to be noted, per IFU, ¿before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip (pusher) is over the triple marker¿ to help maintain stability while ensuring unobstructed inflation during deployment. During deployment, if the flex tip is over the inflation balloon, it can prevent the balloon from proper expansion, leading to an increase in inflation pressure and subsequently burst the balloon when the inflation pressure exceeded the balloon burst pressure rating. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon burst was unable to be confirmed. No manufacturing nonconformances were found during evaluation. Available information suggests that procedural factors (flex tip was not retracted during deployment) may have contributed to the complaint event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed march 2020 control limits for the applicable trend category. Therefore, no corrective or preventative action is required at this time. In this case, the cause of the reported event was due to procedural factors, the pusher was not fully retracted during the balloon inflation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.